Event description:
It was reported that the universal modular electric/battery single trigger handpiece does not work. Additional clinical follow up with the customer indicated that when the handpiece was put into use, it did not operate. The device trigger was pushed and the device did not respond. Another battery was attached and the device still did not function. Another handpiece was retrieved and it operated normally to complete the scheduled procedure. It was reported that there was no pt injury or negative impact to the surgery, only minimal procedure extension. The reported minimal additional procedure time is a usual and customary amount of time for the access and exchange of a product or supply during a surgical procedure and is not considered as a reportable circumstance. Was cutting out during surgery. The surgeon or nurse was taking the battery off, replacing the battery and hitting the bottom. Sometimes the device would work and sometimes it would not. There was no pt harm; however, there was a delay in surgery of an unspecific amount of time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.